Event description:
The customer reported that the ventilator went vent inop and alarmed. The device was not in use on a pt, therefore, there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician reported he was unable to duplicate the customer reported problem, but confirmed there was a diagnositic code in the ventilator log history that indicated a pressure sensor failure. The service technician replaced the sensor board to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.